Event description:
It was reported that the monitor on the 2600 system went blank during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable to the 5volt power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.